Event description:
The operator of an advia centaur instrument discovered a leak while the instrument was running patient samples. The operator stopped the run and powered down the instrument. It is unknown what assay(s) were being tested. No patient results from this run were reported out. There are no known reports of patient intervention or adverse health consequences due to the instrument leak.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. The customer informed the fse that the leak was coming from the reagent probe 3 tubing, which the customer had replaced. The fse verified that tubing had been changed correctly. The fse also discovered that the reagent compartment lid needed to be repaired, which the fse did. The fse ran quality controls, all of which were within range. The cause of the leak was a malfunction of the reagent probe tubing. The instrument is performing according to specifications. No further evaluation of this device is required.